Event description:
A pump declared an altitude alarm, but there was no adverse impact on the customer's blood glucose level. The issue did not cause the customer's blood glucose to exceed critical levels, and there were no recent reports of this issue with the same pump. Technical support provided tips to prevent altitude alarms in the future. The caller was able to resume insulin delivery using the original cartridge, as the altitude issue had occurred earlier in the day.